Manufacturer narrative:
The device was not returned for evaluation. The reported gas/air leak was not able to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The cause for the reported gas/air leak was unable to be determined. The account did not notice any air bubbles, nor leaks coming from the catheter nor the supplied syringe being used with the catheter. In this case, it is possible that the connection between the luer fitting and the syringe was inadequate or loose, or the companion equipment (automatic injection pump or guide catheter syringe) introduced the gas/air into the patient; however, since the device was not returned this could not be confirmed. It should be noted that information from the field indicates that there was an automatic injection pump being employed during catheter use, which can also contribute to air/gas leaks. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the proximal to mid left anterior descending (lad) lesion one week after pre-percutaneous coronary intervention (pci) with an unknown stent. However, an air embolism occurred. Therefore, the imaging catheter was removed and the air embolism was resolved with oxygen therapy and administration of nitrites. It is suspected there was air in the imaging catheter when purged. There was no patient sequela.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.